Event description:
No sample or picture was available for analysis. The customer reported issue could not be confirmed. Root cause: the potential root causes of the leak in cassette could be related to misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, an incorrect and poor sealing of the cassette in the welder machine causing the gap and reported leakage, or insufficient solvent applied at the bottom connection of the cassette causing a gap at the connection and reported leak. However, without the sample it is not possible to determine the exact root cause. Current process controls to detect leaks include 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, quality sampling for final physical testing, for performing a flow and underwater leak tests, and 100% visual inspection during the manufacturing process and final physical inspections. The affected batch was not provided by the customer, therefore, batch review could not be performed.

Event description:
The following has been reported: customer reported: lot number: unknown. IV administration set and packaging discarded. Was there any injury/adverse reaction? [] yes [x] no process step where problem occurred: [x]during infusion incident type [x]leak what drug was used for the infusion? Tpn what type of container was tubing connected to? Infusion bag what attachments were connected to the tubing? No description of incident from user: customer had restrung new tubing and had noticed about an hour later that there was some leaking. There was tpn inside where the cassette was at and was dripping from the pump itself. Unfortunately, the tubing was accidentally tossed. 10/3 additional information provided by customer: met with the nurse today and she said she primed it by hitting her hand, not the table. It was running for a several hours before she noticed the leaking. Leaking was coming from the bottom of the cassette. The pump was cleaned thoroughly according to the video training we received." A preliminary review of the logs identified the following issue: admin set leak- leak coming from the bottom of the cassette. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.